Event description:
It was reported by service report that the power cord sheathing was damaged and the nurse call was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Nurse call cable. Loose connector.